Manufacturer narrative:
The product investigation was completed. Device evaluation details: the carto vizigo sheath device was returned to johnson and johnson medtech for evaluation. Visual inspection and functional test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the sheath, however, the dilator was found bent. The original dilator was introduced through the sheath, and resistance was felt near the tip area. The dilator outer diameter (od) was measured, and the dimensions were found within specifications. For this reason the shaft interior was inspected and polytetrafluoroethylene (ptfe) detached was observed near the tip area. Finally, a microscopic inspection was performed on this area and scratch marks were observed on the detached ptfe liner. The ptfe observed matches with the place of resistance detected with the dilator near the tip area. No other issues were observed. A device history record evaluation was performed for the finished device lot number 60000584, and no internal actions related to the reported complaint condition were identified. The resistance and dilator issues reported by the customer were confirmed. The potential cause of the ptfe lifted and dilator damaged could be related to the handling of the device during the procedure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and post procedure the bwi product analysis lab identified that within the shaft interior the polytetrafluoroethylene (ptfe) was detached near the tip area. During the procedure, the dilator was unable to be advanced through the vizigo sheath. There was resistance when attempting to advance the dilator. High force was needed to move the dilator. The medical team then discovered that the dilator was bent. The vizigo sheath was replaced and the procedure continued with no further issues. No patient consequences were reported.